Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for diabetic ketoacidosis and high and low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer is being sent replacement pump and returning current pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.